Event description:
Per the clinic, the patient experienced recurrent infections around the implant site. It was reported that the area was cauterized several times (dates not reported), but the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.